Manufacturer narrative:
Full name initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed an error e226, error (code unknown) and displayed flickering image. The issue was found during inspection for use. There were no reports of patient involvement.